Event description:
The ceramic femoral head of a total hip replacement fractured while implanted. The problem was unanticipated loss of mechanical function of the total hip replacement. The patient was taken to the operating room and the ceramic head fragments were removed, along with the plastic liner of the acetabular component. The hip was revised. The articulating surface of the plastic liner was found to be damaged, consistent with imaction of the ceramic head fragments and the metal trunnion of the femoral stem, following fracture of the ceramic head.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.